Event description:
The trilogy 100 ventilator was returned to the manufacturer for evaluation and the device powered on and operated as it should. An error codes was recorded in the event log (internal li-ion battery permanent failure). The device's internal battery needs to be replaced to address the issue. The device was scrapped.